Event description:
This lead had intermittent loss of capture. The physician suspected micro fracture or possible entrapment under the clavicle. The lead was capped and replaced on (B)(6) 2017.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.